Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a system being used to deliver fentanyl for spinal pain. The pump caused the patient pain at the implant site and at the same time the patient had an infection at the pump site. The event date was noted as (B)(6) 2015. The patient was given oral antibiotics. The medication was removed from the pump and at that time all the drug that was originally put in the pump was still in it. The pump was on and programmed to deliver drug. The patient was upset that she went through so much and had nothing to show for it. There had been no falls or trauma. It was noted the patient though she had a stroke on (B)(6) 2016, but it was a tremor from stress. The pump was going to be removed on (B)(6) 2016. Follow-up was requested regarding the nature and cause of the pain at the implant site and infection as well as what diagnostic tests were performed related to the event.